Event description:
It was reported that this pacemaker exhibited false detection of atrial fibrillation (af), and low out of range pace impedance measurement less than 200 ohms. It appears the patient has been in af since device implant. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. With the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as minute ventilation (mv) noise and, as such, the mv sensor was disabled.